Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported insulin leaked from the headset of the infusion set and the self-adhesive came off from the patient's body. No adverse event reported. Return of the suspect device was requested for evaluation.